Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump left the pump on longer than he should. Patient reported not being able to sleep and feeling weak. Per reporter patient took a prescribed tranquilizer tablet to relax. It was also reported that while the patient was in a car, they were "leaning on some of the buttons and after about 20-30 minutes noticed he had accidentally been pressing on the "extra booster dose." Patient was unsure how many extra doses were administered. Per reporter, pump was locked and would "only allow one extra dose to be administered every 1 hour." It was reported that after, patient was not able to stand properly and had "on" symptoms. Per reporter, the patient subsequently turned the pump off. Patient reported pump is working fine and no issues with it.